Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer felt hypoglycemic and lost consciousness, requiring treatment of glucose administered by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer felt hypoglycemic and lost consciousness, requiring treatment of glucose administered by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) was updated. Section h4 (device mfg date) was updated based on the retunred product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was extracted successfully. Visual inspection was performed on the sensor plug and a broken sensor snaps was observed which, causes poor connection between the rubber contacts and pcb (printed circuit board) contacts, which may cause the sensor plug to be unable to form a proper seal and can lead to liquid ingress onto the pcb. An extended investigation has been performed on the returned sensor plug and observed the broken snap caused improper seating of the sensor plug in the mount. Therefore, the issue is confirmed to a broken side snap. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.